Event description:
It was reported that during an initial left partial knee arthroplasty, a drill pin became jammed in the cutting guide. There was no surgical delay or patient impact. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: headless trocar drill pin 3.2 mm diameter 75 mm length: catalog #: 00590102000, lot#ni. (B)(4). Multiple MDR reports have been filed for this event; please see associated report: 0001825034-2022-01448. Visual inspection of the returned drill pin confirmed that it is seized in one of the guide holes and exhibits signs of repeated use with striations all over the shaft. Also the hex feature side has fractured off and wasn¿t returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.